Event description:
On (B)(6) 2010, nurse called to request assistance checking patient's basal rates on his infusion device. Verified the patient was still connected to the device. Nurse reported the infusion device was in run mode and operating within the basal rates. Nurse did not want to make any changes to patient's basal rates at the time of the call. Nurse reported patient was brought to the hospital emergency room because of dehydration and hyperglycemia. Nurse reported patient's blood glucose was over 500 mg/dl. Nurse did not known the details of the incident leading up to the patient's hospitalization, so she brought patient's wife on the line. Patient's wife reported patient was taken to the hospital emergency room because he was very weak and had severe diarrhea. Wife stated patient had not eaten since (B)(6) 2010 and was also suffering from an infection. Patient's wife reported patient has an appointment to see his endocrinologist. Several attempts were made to follow-up with the patient; was unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.